Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
No video image. This event occurred at the time of unknown. There was no report of patient harm.

Manufacturer narrative:
B4: date of this report. D4: unique identifier (UDI). E1:1. Name and address. G2: report source. G6: follow up #1. H2: if follow-up, what type? H3: device evaluated by manufacture. H6: coding changed based on the investigation result. H4: device manufacture date. Evaluation summary: we checked the returned unit and confirmed that the ccd module as video image failure(black out). Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the operation channel kink, the angle wire stretched, the angle wire grinding, the insertion flexible tube (ift) crushed, the light guide cable buckled, and the electrical connector pin bend. The device has been repaired. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on 22-feb-2012 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 23-feb-2012. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.